Event description:
Holmium laser that urology uses was checked and tested by biomed, and witnessed by charge nurse that day. According to biomed the holmium laser can safely be used for today's case. Circulator and scrub nurse turned the laser machine on for 9 seconds prior to bringing patient back into the room. I saw the laser machine stated pass on the screen, and screen was visible but as soon as the laser handpiece was screwed in the machine the screen turned black (not able to see anything). Team unplugged the machine, we also turned the machine off and waited a few minutes before turning it on several times, we called biomed and biomed came to look at the machine, we also called the rep to ask for advice and to troubleshoot the machine but to no avail, we also notified our nurse manager as well as charge nurse. The surgical team was not able to remove the stones and placed a jj ureteral stent on the right ureter. Patient has to be rescheduled for another date to remove the stones.